Manufacturer narrative:
A review of the black box indicated that black box data started on (B)(6) 2016; the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient received more than 40 units of unintended insulin and was taken to the hospital. Reportedly, the patient's sibling had opened the cartridge cap and pushed on the cartridge plunger, infusing the contents of the cartridge into the patient. The cartridge reportedly had more than 40 units of insulin in it at the time of the incident. The pump reportedly emitted a loss of prime alarm following the inadvertent infusion, and the patient was reportedly taken to the hospital. The patient reportedly received treatment by a healthcare provider at the hospital, however details of treatment were not provided. No blood glucose values or signs/symptoms of hypoglycemia were provided. If additional information is obtained, a supplemental report will be filed. There is currently no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient sought medical treatment after receiving a large amount of unintended insulin associated with use error of the pump.